Event description:
The customer alleged a recurrence of no audio alarm found during pre-pt routine testing. The mallinckrodt customer support engineer (cse) inspected the device and could could duplicate the issue after troubleshooting and corrected issue with adjustment, reseating and cleaning the connections. He had replaced a harness, but it did not correct the issue. The new harness was left in the device. The unit passed extended self-testing. It is not verified that there was no alarm, and no malfunction may have occurred.